Event description:
It was reported that the right ventricular (rv) lead was explanted due to lead damage. The lead was replaced. No additional adverse patient effects were reported. Additional information received from the boston scientific representative indicates that the lead was explanted due to an insulation break that was identified via fluoroscopy and high capture thresholds. The device has been returned for analysis.

Event description:
It was reported that the right ventricular (rv) lead was explanted due to lead damage. The lead was replaced. No additional adverse patient effects were reported. Additional information received from the boston scientific representative indicates that the lead was explanted due to an insulation break that was identified via fluoroscopy and high capture thresholds. The device has been returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. A continuity test and a visual inspection were conducted. The lead had failed both. High capture thresholds was confirmed based upon finding a fractured outer conductor. The fracture characteristics are consistent with clavicle/first rib damage. Additionally, the lab found cut-induced damage to the lead insulation.

Event description:
It was reported that the right ventricular (rv) lead was explanted due to lead damage. The lead was replaced. No additional adverse patient effects were reported. Additional information received from the boston scientific representative indicates that the lead was explanted due to an insulation break that was identified via fluoroscopy and high capture thresholds. The device has been returned for analysis.